Event description:
It was reported that a patient had back surgery in 2007 and hip surgery in (B)(6) 2014, and since hip surgery she had a little constipation after surgery. It was noted that after the hip surgery when the patient moved a certain way, she felt a shock on the left side where the lead wire was located. The patient saw her device healthcare provider in (B)(6) after the hip surgery for device reprogramming. It was reported that the patient¿s therapy was reprogrammed/tweaked to program 4 and after she left the office she got a shock. It was noted that the patient turned stimulation off until she got home, she turned stimulation back on when she got home, she tried all of the programs and they all gave her a ¿little shock.¿ the reporter stated that the patient tried program 1 and that seemed to be the only program that did not give her a shock. It was reported that the patient was afraid to change to a different program. It was noted that the patient had a shock earlier on the left side but did not know the date or timeframe. It was reported that the patient was getting relief from therapy prior to and after the hip surgery, however some days she did not make it to the bathroom. It was noted that the patient had talked to her healthcare provider about her symptoms and was concerned about the little shock she was getting. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. There was no report of any abnormal impedance measurements. The patient underwent a total hip replacement in (B)(6) 2014. The patient was seen on (B)(6) 2014 and the exam was negative. The patient was to follow-up in 9 months. There was no further contact with the patient until the (B)(6) 2014 appointment. At this appointment, the patient experienced excellent sensation with all programs. It was noted that one program was changed. The patient mentioned having one program where stimulation was in the rectal/buttock region. There was no require hospitalization due to the event. The patient was to follow-up in 4-6 months.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va02m44, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).